Event description:
It was reported that the 8800 system had an intermittent screen fault error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The ma was calibrated during the service call. The system was tested and found to be working as intended and put back into service.